Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: tubing became disconnected at the last port closest to the patient while being flushed with saline every connection at port.

Manufacturer narrative:
FDA notified: the initial reporter notified the FDA via uf/importer report#: mw5107569. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6. Investigation: no photo or sample was received for investigation. Without further information like a physical sample, the complaint cannot be verified and the root cause remains unknown. A device history record review for model 2426-0007 lot number 21129012 was performed. There were no quality notifications issued for the failure mode reported by the customer during the build of this set. A complaint history check was performed and this is the 1st related complaint reported with the defect/condition of separation with lot #21129012 regarding item #2426-0007.

Event description:
It was reported that the bd alaris pump module smartsite infusion set experienced component separation. The following information was provided by the initial reporter: tubing became disconnected at the last port closest to the patient while being flushed with saline every connection at port.